Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It could not identify a root cause of the reported phenomenon. [Observations] it was confirmed the following from the investigation. -print board was defective. -there was no other malfunction related to the inside of the subject device other than the reported phenomenon. -the subject device was not returned to omsc factory site. Omsc concluded from the above investigation, the reported phenomenon occurred due to the defective print board. It could not be identified the reason why the print board malfunctioned. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Its black screen on the subject device occurred after the subject device was started and it was occurred by the printed circuit board failure of the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image on the subject device went black during preparation for the gastroscopy procedure (a patient was not under anesthesia). The intended procedure was completed with another similar device and its procedure was not delayed more than 15 minutes. There was no patient injury associated with this report.